Event description:
A critical pump alarm was heard and confirmed by telemetry to be due to zero ml reservoir volume reached. The patient had no symptoms. They believed that the catheter was kinked and the patient wasn't getting full meds prior any way. The physician filled the reservoir with preservative free saline. At a follow-up visit, the pump volumes would be checked. The patient was being sent to a surgeon for a possible catheter revision if the pump appeared to be functioning properly. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).